Event description:
An optometrist reported that a patient was noted to have dryness, and epithelial defect in the left eye upon awakening. The patient reported irritation after waking the following morning. The symptoms have not been resolved. An attempt to obtain additional information regarding patient status was unsuccessful.

Manufacturer narrative:
The investigation is in progress. Sample is not returning for evaluation. The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. No root cause has been identified based on the currently available details. The root cause will be reassessed upon completing the investigation. Attempt to obtain additional information regarding patient status was unsuccessful. (B)(4).

Manufacturer narrative:
Additional information: logfiles review shows that all treatments were completed to 100% and all laser system functions were within specifications at this day. The system history shows that the laser was verified successfully prior and after the date of treatment. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).